Event description:
It was reported that while preparing for a stenting treatment procedure, stent damage was noted. The target lesion was located in the left anterior descending artery. During unpacking, it was observed that the catheter balloon was partially inflated at the proximal end of the 24 x 3.50mm omega mr stent. The stent also appeared damaged along the proximal end. The procedure was completed with another of the same device. No patient complications were recorded and the patient status is listed as stable.

Event description:
It was reported that while preparing for a stenting treatment procedure, stent damage was noted. The target lesion was located in the left anterior descending artery. During unpacking, it was observed that the catheter balloon was partially inflated at the proximal end of the 24 x 3.50mm omega mr stent. The stent also appeared damaged along the proximal end. The procedure was completed with another of the same device. No patient complications were recorded and the patient status is listed as stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).